Event description:
Attorney alleges patient "was caused to suffer and develop massive infection(s), abdominal complications, surgical complications, injuries to the body and body organs and related complications and permanently injured.

Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.